Manufacturer narrative:
Correction: the initial MDR [6000034-2026-00552] submitted on february 04, 2026 was filed inadvertently. This MDR was a duplicate. Any further information will be provided with report number 6000034-2026-01394.

Event description:
Per the clinic, the patient experienced pain and swelling at the magnet site, leading to non-use of the sound processor in (B)(6) 2025 (specific dates not reported). Subsequently, the patient underwent a revision surgery in (B)(6) 2025 (specific date not reported), to drain a seroma at the incision site. The patient was also treated with multiple rounds of antibiotics (specific dates, duration and types not reported). Additional information has been requested but has not been made available as of the date of this report.